Event description:
It was reported that balloon burst occurred. A 12.0 x 40, 75cm mustang was advanced for dilation. However, during the procedure, it was noted that the balloon burst before reaching the rated burst pressure (rb). The procedure was completed using another of the same device. It was further reported that the target lesion was 70% stenosed, moderately tortuous, and moderately calcified axillary artery. Moreover, the balloon ruptured during second inflation at 18 atmospheres, and the patient was in good condition after the procedure.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information d2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.

Manufacturer narrative:
D2b - pro code (product code): fge, lit; g4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon burst occurred. A 12.0 x 40, 75cm mustang was advanced for dilation. However, during the procedure, it was noted that the balloon burst before reaching the rated burst pressure (rb). The procedure was completed using another of the same device.